Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, there was an angulation malfunction. There was no patient harm associated with the event. The device was returned and evaluated, and upon evaluation there was foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The bending angle in the up direction and the play of the up/down (u/d) knob did not meet the standard value due to wear of the angulation wire. In addition to foreign material in the nozzle, additional evaluation findings are as follows: the adhesive around the objective lens was peeled, the adhesive on the bending section cover had a chip, the objective lens, connecting tube, and the control unit had discoloration, the plastic distal end cover, the protector of the universal cord on the suction connector, the suction connector cover unit, the lock engagement lever and knob, the right/left (r/l) knob, and the up/down (u/d) knob all had scratches. The forceps channel port was shaved, the switch box, the scope cover, the suction connector, the universal cord, the control unit, and the grip all had scratches, the suction cylinder was shaved, and due to adhesive peeling around the objective lens, streak of flare appears in the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h10 (information regarding the user's reprocessing methods was inadvertently omitted from the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (reprocessing methods). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU), due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It is unknown when the foreign material adhered to the scope. There was no delay to the start of pre-cleaning, which was properly implemented. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no issues with the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.